Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 14f sheath and the tavi procedure was completed. Reportedly, a suture break occurred when advancing the knot of the prostyle in the 10 o'clock position. The knot of the other prostyle suture that was at the 2 o'clock position was advanced; however, hemostasis was not achieved (bleeding did not stop). The physician cut the suture that was at the 2 o'clock position, removed the guide wire and placed a stent graft from the access site that was already in the contralateral side to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.